Event description:
Boston scientific received information that this left ventricular (lv) lead dislodged shortly after implant due to patient's anatomy. As a result this lead was explanted and a more suitable lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.